Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
In (B)(6) 2015, the patient experienced low blood pressure following a trip to a higher altitude of about 9,000 feet. The hcp (healthcare professional) stated that she believed that the patient's symptoms were "highly likely" caused by something else but the patient had read how the pump flow rate can be affected by high altitude. The patient was unsure if his change in blood pressure coincided with the trip to the higher altitude. The device system was delivering fentanyl, clonidine, and compounded baclofen. The cause of the event, interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Event description:
The patient traveled to a higher altitude and when he returned home the symptoms resolved. She stated that they did not perform any diagnostics or interventions as the issue was resolved by the time that the patient was seen in their office for his normal refill. The cause of the issue is unknown, and has currently resolved for the patient. No further information was provided.

Manufacturer narrative:
(B)(4).